Manufacturer narrative:
A ge oec service rep investigated the issue and that the vertical column switch accuator was defective and the switch was replaced to restore function. The system was tested and found to functioning as intended and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9900 fluoroscopy system had intermittent vertical lift column failures.